Event description:
A healthcare worker complained of eczema on the face, neck, and shoulder while working with disopa. The customer reported that there was no ventilating apparatus in the room and the worker was wearing ppe. The worker's symptoms have improved when she stopped working with the endoscopes and the worker did not receive medical treatment.